Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip fracture surgical procedure, it was observed that the battery reamer/drill device made a buzzing sound when engaged. There were no delays to the surgical procedure. A spare identical device was available for use. The surgery was completed successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was emitting a buzzing sound when battery was connected, the electronic control unit did not function, the electric motor was worn and had vibrated really strong, the bearings were corroded and the o-rings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn components from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.